Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A possible drop in hearing function with the device was noticed several weeks prior. There is no specific report of accident or trauma.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, a possible trauma to the recipient's head might have weakened the electrode lead fixation leading to electrode mobility, which resulted in further damages. The problems described in the patient report appear to match the damages found. This is a final report.

Event description:
A possible drop in hearing function with the device was noticed several weeks prior (B)(6)2017. Recipient is reportedly prone to minor falls and has the tendency to bump into things, with possible ataxia. It was reported that several weeks prior to the visit in (B)(6)2017 the user fell and injured the face; there was no impact directly over the implant site. Re-implantation took place in (B)(6)2017.